Event description:
The user facility reported that during a diagnostic colonoscopy, the image was lost and could not be recovered. The procedure was completed with a similar, but different device, and no patient injury was reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation could not confirm the user's claim of a complete image loss, however, image was noted, and fluid was located inside the endoscope connector. There were dents and scratches noted on the distal end cover, damage to the objective lens, light-guide lenses, and all of the switches were noted to be malfunctioning. Additionally, the bending section rubber was noted to be in poor condition. The fluid invasion contributed to the image and switch difficulties. The cause of the fluid invasion could not conclusively determined, however, user handling is likely, as the unit passed leak testing. This report is being filed as a medical device report in an abundance of caution.